Event description:
In 2009, a gore viabil biliary endoprosthesis (viabil) was implanted in a male to treat stricture of the common bile duct. Six days later, an eus/fna (endoscopic ultrasound-guided fine-needle aspiration) was performed because the patient was complaining of chronic itching, and presented with jaundice and bilirubin level increase from 8 to 12. Secondary to occlusion, the viabil stent was cleaned with a dilation balloon and a plastic stent was placed within the viabil stent.

Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications.